Manufacturer narrative:
Update - (B)(4) 2012 - medical records were received. Medical records indicate part/lot. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege swelling, groin pain, hip pain and problems sitting, standing, moving up and down stairs. (B)(6). **update** (B)(4) 2012 - medical records were received. Medical records indicate part/lot.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
(B)(4).